Event description:
It was reported that the during the transcatheter aortic valve implantation procedure, it was noted that the jar lid was broken while opening the valve jar. The were no loose particles seen inside the jar but the white ring came completely loose from the lid. The valve was replaced and a new valve was used for the implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned in its original box and jar, fully submerged in a clear, unknown solution with an s/n tag. Upon opening the box, all the contents were present. Upon opening the jar, remnants of the gasket were found on the rim. Upon taking out the valve, there were particulate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.